Event description:
It has been reported that all three inserts were found to be loose when fitted into the baseplate. There was no adverse consequence for the patient or delay in surgery or anesthesia time.